Event description:
Tibial insert would not snap onto tibial tray. After numerous attempts, a new insert was opened and immediately implanted. There were no adverse consequences to the pt or delay in surgery.